Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir would not go into the pump. The customer states the reservoir was leaking. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis. The customer's blood glucose level at the time of incident was unknown.

Manufacturer narrative:
A complete analysis and testing of one opened and used showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.